Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation at the ins site when walking through store security(described as a shocking sensation by the patient). Reportedly, the therapy stopped working months ago. As a result, surgical intervention was undertaken wherein the ins was explanted and replaced with a new model. Therapy was restored postoperatively and the issue is resolved.